Event description:
During mechanical ventilation, the pt was not exhaling. The doctor noted that he could see the chest rise but not fall. The pt was removed from the machine and hand-ventilated until another machine was brought in to complete the case. The doctor also said that the anesthesia machine had been used two days prior during a case inolving a pt suffering from a gunshot wound to the chest. He said he understood that the device was wiped down and the breathing circuit changed but thought that perphaps blood from this case had gotten into the exhalation side of the breathing system and was creating an obstruction.